Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.